Manufacturer narrative:
Associated products were not provided. It is unknown if qualified products were used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is a duplicate of manufacturer report number 1119421-2021-00598. No additional reports will be filed on this report number. Any additional information that is received will be reported on manufacturer report number 1119421-2021-00598. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that after the initial intraocular lens (iol) implant procedure, a patient complained of "glare" and a clinical reason of "glare". This required the removal of the iol in a secondary surgery. Additional information has been requested.